Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap is flush. The blood glucose reading is 129 mg/dl. Advised customer not to manipulate or push the drive support cap while connected. Advised the customer that the insulin pump will be replaced. Nothing further reported.